Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No alarm and no sticking button were noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that he has been having button issues for a month now. The customer went to take a shower and the buttons were sticking. The customer tried to do a self-test, and the pump went into button error. The customer could not recall any significant events that led up to the incident. Customer was advised to discontinue use of the device and to revert to a backup plan.